Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose reading of 400 mg/dl. Troubleshoot was not performed for high blood glucose reading. Customer said blood glucose was 87 mg or 88 mg dl reading at lunch but it increased at night before eating dinner. Blood glucose reading prior dinner was 400 mg dl. Customer also reported button error and keypad anomaly. Troubleshoot was performed for button issue. Customer had a constant tone and replaced batteries 3 times when button issue alarmed. Customer was advised to observe the clock for one minute to verify if it changes, the clock did change. Customer was advised to discontinue from the pump and revert to back up plan. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.no unexpected constant tone anomalies noted. Pump received with minor scratched lcd window and cracked reservoir tube lip.